Event description:
It was reported that the patient did not felt the tingling sensation, but felt pain that did not let up. It was reportedly like ¿a tearing sensation of an episiotomy¿ in the vaginal/buttock area. The pain had been present for 3 weeks to a month ago and the patient could not get comfortable. It was stated that the pain had gotten worse after her last adjustment. It was stated that the manufacturer representative met with the patient a month ago and stated that he ¿felt the lead was not working.¿ the patient had urine control now, but would lose control if she decreased stimulation. Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. Additional information received reported that the patient had a lead replaced last thursday ((B)(6) 2013) due to a lead break. The patient was unsure of when the lead broke.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider reported that the patient was allergic to aspirin, antiseptic iodine, latex, morphine analogues, and penicillins. The patient had been diagnosed with type 2 diabetes mellitus without complication, pure hypercholesterolemia, gout, essential hypertension, and hydronephrosis. The patient also had an abnormal heart beat, emphysema, and was partially blind. The patient had been diagnosed with renal colic and had a ureteric stone. The 6mm right ureteral stone near the l4 spine area was seen on a kidneys, ureters, and bladder x-ray after stent placement. Per the doctor, she had a tight ureter at u-scopy. On (B)(6) 2013, the stones were lasered and removed. The stent was removed on (B)(6) 2013. On (B)(6) 2013, she had a CT minimal pyelectasis as before and there were no stones on the right side. There were a few small left renal calcifications. The patient was diagnosed with female stress incontinence and had been dry since having a sling in (B)(6) 2009. She had also been diagnosed with increased frequency of urination, nocturia, urge desire to urinate, and urge incontinence of urine. The patient was very pleased since the interstim was put in in (B)(6) 2009. She had no urgency or urge incontinence, no nocturia, and had a front door reflex at times. On (B)(6) 2013 the device was not working, so it was reprogrammed. On (B)(6) 2013, the patient was doing well after device replacement the prior week and her incisions were healing well. See MFR. Report #3004209178-2015-21577 regarding issues the patient experienced with a subsequent device.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v309528, implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3889-28, lot# v309528, implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3889-28, lot# v309528, implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).